Event description:
A malfunction was reported with a code indicating a need for a pump reset. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support on how to reset the pump, which resolved the issue, and they were advised to continue using the pump and to call back if the malfunction recurred.